Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 1/15/2019 resulted in defect found: no chemistry observed on returned test strips. R&d final root cause : most likely underlying root cause of high readings are due to improper storage: vial left open for an extended period of time test strip UDI#(B)(4). Note: manufacturer contacted customer on 1/17/2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high control glucose test result. The customer is concerned with tests results from control test result obtained of 70 mg/dl. Control test not within acceptable range of 23 - 53 mg/dl. Control level one, lot# 7bc1b23, manufacturer's expiration date is 10/31/2019 and open date is (B)(6) 2018. The customer feels well and did not report any symptoms or medical attention. The customer's expected blood glucose test result range was undisclosed. During the call on 01/02/2019, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 08/31/2019 and open vial date is (B)(6) 2018. The meter memory was not reviewed for previous test result history.